Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the tower door could not be recovered and had error message as require maintenance. The customer stated that they rebooted the station but could not recover. The customer stated that this malfunction occurred while dispensing the medication and pharmacy had to deliver medication to the nursing unit which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 06-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the tower door had failed due to a damaged bus cable which caused the entire station to malfunction. A field service engineer (fse) replaced the external pyxis bus cable to resolve the issue. The door was operational. The system functioned as intended after the field service engineer repaired the device.